Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. During a routine check the battery decreased from 53% to 3%. A device explant was planned. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. During a routine check the battery decreased from 53% to 3%. A device explant was planned. No adverse patient effects were reported. A review of the device data by technical services (ts) confirmed that the power consumption was increasing in a gradual fashion, the device was malfunctioning and should be explanted and returned for analysis. Ts noted that there was sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days.

Manufacturer narrative:
This device was explanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. During a routine check the battery decreased from 53% to 3%. A device explant was planned. No adverse patient effects were reported. A review of the device data by technical services (ts) confirmed that the power consumption was increasing in a gradual fashion, the device was malfunctioning and should be explanted and returned for analysis. Ts noted that there was sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. During a routine check the battery decreased from 53% to 3%. A device explant was planned. A review of the device data by technical services (ts) confirmed that the power consumption was increasing in a gradual fashion, the device was malfunctioning and should be explanted and returned for analysis. Ts noted that there was sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. The device was subsequently explanted and is expected to be returned. No additional adverse patient effects were reported.